Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was put through extensive testing including full functional testing and analyze testing with shockable and non-shockable rhythms without duplicating the report. The device was recertified and returned to the customer. Review of the device log found no occurrence of the reported problem. There were no clinical case file events that resulted in a shock advised prompt. There is a charge event on 1/10/2022 initiated manually, but the charge was disarmed 3 seconds later by the user. The investigation concluded that the device is working as expected. No trend is associated with reports of this type.